Event description:
The reporter stated that surgeon inserted a 12.0mm icm120v4 implantable collamer lens and the haptic tore. The lens was removed with no patient injury and another icm120v4 was implanted.